Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a percutaneous transluminal angioplasty procedure. Reportedly, when the needles were deployed, no suture was present. After the percutaneous transluminal angioplasty, the sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported after needle deployment no suture was present was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the filing of the initial medwatch MFR report, additional information received: the proglide was not used via pre-close technique.